Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was not used. The patient was in stable condition.